Event description:
It was reported that the ilet user performed a supply change but did not properly attach the infusion site of the contact detach infusion set, resulting in insulin leakage and subsequent hyperglycemia. Symptoms included hyperglycemia peaking at 350 mg/dl and headache. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.